Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu1889 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the arm circumference increased by over 2cm after catheter placement, which was caused by superficial venous thrombus. No other information was provided.